Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported quiet speaker which was reproduced during evaluation. Evaluation found the volume setting to be selected as high as the settings allow with the speaker hardly being audible. The rear case was replaced to alleviate the symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a quiet speaker. There was no patient involvement. No additional information is available.